Event description:
It was reported that during the procedure the sheath of the device fractured and punctured the ureter. The physician was able to retrieve the fragment of the device with forceps and the ureter would heal without further intervention. The fragment is being returned for eval.